Event description:
Pt reported experiencing elevated blood glucose, a reading of "hi" on blood glucose meter. (A reading of "hi" on the blood glucose meter is >500 mg/dl). Pt indicated that she had continued to bolus and changed her infusion site, but did not check her infusion set tubing. Pt indicated that she then noticed the infusion set tubing had pulled away from the luer lock. Pt indicated that she did not notice any leakage, moisture, or smell of insulin. Pt indicated that she replaced the infusion set, administered a bolus, and her blood glucose returned to normal. Pt did not report receiving any medical attention to address this issue.